Event description:
During onyx injection, the visibility of onyx column was segmented. No complications were reported to have occurred with the pt as a result of this event.

Manufacturer narrative:
Two onyx vials involved in this event have been returned and evaluated. Radiopacity was measured on each returned vial, and onyx solution turned radio-opaque under the fluoroscope. In addition, density test was performed on both vials and were within specification. The device history records for the reported product lots number have been reviewed and no qulaity issues were noted. The product met the acceptance criteria prior to release.